Manufacturer narrative:
Findings: evaluated 1 random seal reservoir. Performed pre-fill test to reservoirs. No air bubbles were observed during analysis. Checked o-rings/stopper groove for defects and none were found. Conclusion: no air bubbles. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the reservoir received many large air bubbles during priming. The customer¿s blood glucose was unknown at the time of the incident. Customer reported that air bubbles occurred with one box of reservoirs and issue continued on the second box or reservoirs. The reservoir will be returned for analysis.